Manufacturer narrative:
Additional information: b5 - it was later reported that on 22/feb/2019 the lens was exchanged with a longer length lens and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.5/+1.5/107 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. This did not resolve the problem of low vault. Reportedly, the lens remains implanted. Reference MFR report# 2023826-2019-00927 for initial implanted lens. Attempts to obtain additional information have not been successful.